Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
A patient reported the device inside her is broken. The patient stated the remote won't communicate. The patients stated if she can get it communicate she gets shocks in the body, so the she shut it off. The patient noted sometimes in knee gets a fast shock, if she moves the leg in a certain position. The patient noted it does not last long and only happens occasionally. There are no traumas or fall that could be related to the issue. The patient noted they are taking amitriptyline 10mg for her bladder and she said it helps her. The patient noted they do not have a doctor to manage the device, it is just in the body not being used. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that they nothing has been taken to resolved the broken device, shocking and communication issue. The issue had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.